Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j10803r38, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and other spasticity. It was reported that 2 cracks in the catheter were found in 2008. The lower portion of the catheter was replaced to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.